Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent did the reservoir function properly upon first activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Was another reservoir used to correct the situation? No further information is available. No further information will be provided. Please clarify the number of products involved in the event. Were 2 reservoirs involved? The sales rep reported 2 devices involved. Were both reservoirs of the same lot number (ju0132)? If no, please provide lot number for second reservoir. According to the sales rep, they had the same lot number. Did both reservoir presented the same issue (reservoir could not be locked properly)? If no, please explain. According to the sales rep, they had the same issue. No further information will be provided. Note: events reported on mw# 2210968-2020-08675 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. After surgery on the ward, the reservoir could not be locked properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.